Manufacturer narrative:
Citation: elazab et al. The efficacy and safety of cerebral embolic protection devices in patients undergoing transcatheter aortic valve replacement: a systematic review and meta-analysis with trial sequential analysis of randomized controlled trials. Expert rev cardiovasc ther. 2026 jan-mar;24(3):253-271. Doi: 10.1080/14779072.2026.2636590. Epub 2026 mar 4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the efficacy and safety of cerebral embolic protection devices in patients undergoing transcatheter aortic valve replacement (tavr). The meta-analysis summarized the findings of nine peer-reviewed published studies. Multiple manufacturers¿ devices were implanted in the study groups; medtronic devices included corevalve, evolut r, and evolut pro bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: disabling stroke, life-threatening bleeding complication, major vascular complications, and acute kidney injury. No further information was provided pertaining to medtronic products.